Event description:
Reporter stated that she had received the er1 message. Reporter did not have any high blood glucose symptoms but did compare the comfirmation dot to the color chart for verification.